Manufacturer narrative:
E1: facility name (B)(6). H3: one device was received for evaluation. A 'high-pressure' alarm was revealed in the event history log. Functional testing was unable to duplicate the reported problem, the occlusion pressure detection level was within the standard. However, the event history log verified the reported problem. As preventative measure, the downstream occlusion (dso) sensor was recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period. The investigation determined the cause of the issue was possibly the dso sensor, or a cassette product.

Event description:
It was reported that during use, a request was made to check the obstruction alarm and alarm setting pressure (delivered in december 2023). There was unknown of any adverse patient health effects.